Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field - b5, d10, h6 (medical device ¿ problem code). It was reported that prior to use the cardiosave intra aortic balloon pump (iabp) had intermittent alarm on screen. There was no patient involved. Gfe attempts have been made to obtain additional information on the service/repair of the unit. At this time, the fse has not confirmed the repair of the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported that prior to use the cardiosave intra aortic balloon pump (iabp) had intermittent alarm on screen. There was no patient involved and no injury.

Manufacturer narrative:
Due to character limit in e1 event site name is (B)(6) .a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an intermit alarm on screen. No patient involvement and no injury.